Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the patient expired one day post implant. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.